Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap cholesistectomy. Event description: [name redacted] was performing a lap chole. He skeletonized the duct with a grasper, fired the clip applier and clipped the duct. As he wanted to put another clip in, the clip applier misfired. He tried a second time, the clip shot out of the clip applier into the abdominal cavity without closing at all. He attempted again a few times and the clip clipped successfully. Dr wanted to clip the duct, first attempt was successful, the second clip he wanted to clip, misfired, when he tried again the clip shot out of the jaws into the abdominal cavity without closing, he tried a few times more and the eventually got the duct clipped. Patient was not harmed. Dr fired and fired until a clip came out to finish the procedure. Additional information received from distributor via email on (B)(6) 2023: the clip was retrieved from the abdominal cavity. There was no clip in the jaws when it misfired. Patient status: patient was not harmed. Intervention: dr fired and fired until a clip came out to finish the procedure.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: lap cholesistectomy. Event description: [name redacted] was performing a lap chole. He skeletonized the duct with a grasper, fired the clip applier and clipped the duct. As he wanted to put another clip in, the clip applier misfired. He tried a second time, the clip shot out of the clip applier into the abdominal cavity without closing at all. He attempted again a few times and the clip clipped successfully. Dr wanted to clip the duct, first attempt was successful, the second clip he wanted to clip, misfired, when he tried again the clip shot out of the jaws into the abdominal cavity without closing, he tried a few times more and the eventually got the duct clipped. Patient was not harmed. Dr fired and fired until a clip came out to finish the procedure. Additional information received from distributor via email on 10nov23: the clip was retrieved from the abdominal cavity. There was no clip in the jaws when it misfired. Patient status: patient was not harmed. Intervention: dr fired and fired until a clip came out to finish the procedure.